Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported that during a procedure to treat a lesion in the right coronary artery with mild tortuosity, mild calcification and 95% stenosis, a 2.5x15 mm otw trek balloon dilatation catheter (bdc) was flushed multiple times and soaked, balloon prepped properly. The bdc was advanced and resistance was felt with the hi-torque floppy guide wire, bdc was tight on the guide wire. The bdc was used successfully for dilatation; however, during attempted removal of the bdc resistance was felt with a hi-torque floppy guide wire and the bdc could not be removed, stuck with the guide wire. The bdc and guide wire were removed from the patient anatomy as a single unit. There was no adverse patient effect and no reported clinically significant delay in the procedure. The target lesion was re-wired with the same hi-torque floppy guide wire and a new same size otw trek bdc was used successfully to continue the procedure. No additional information was provided.